Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly will vibrate and alarm and then shut off when the battery was replaced. The subject pump had moisture behind the display after the patient went swimming. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during investigation, a review of the pump history showed a call service alarm consistent with sleep alarms that cause the screen to be blank. There was corrosion observed in the display. There was no corrosion or cracks in battery compartment or on battery cap. The threads on both the battery compartment and cap are intact. The battery cap height and width measurements were within specification. A leak test was performed and failed due to a crack in the pump case. The pump was opened and corrosion was observed on internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.